Event description:
It was reported by the biomedical engineer that the console system's aiming beam is not correctly aligned, and the system is not outputting the correct amount of energy. There was no patient involved with the event.

Event description:
It was reported by the biomedical engineer that the console system's aiming beam is not correctly aligned, and the system is not outputting the correct amount of energy. There was no patient involved with the event.

Manufacturer narrative:
Correction provided in h11 to describe work done on console at customer's facility. It was reported that the console was serviced by a field service engineer (fse) at the customer's facility. The fse inspected the device and found that the ram had two optics and bearings that needed to be repaired. The arm was replaced, and then the console was within specifications and ready for use. The articulated arm was later received for analysis at our quality assurance laboratory. The device underwent thorough analysis. Visual examination of the arm found it was in good physical condition. The arm swivels and bents without any issues. The lens look good and clear.